Event description:
Power switch caused machine to shut down. Had to change out machine in middle of surgery. This has happened in the past and ge related to us that they are having trouble with the power switch failing. Ge advised us that when this is going to occur that the machine will give a visible display that it is going to shut down in 8 seconds. Then we should turn the switch to standby. Once the machine shuts down - wait for 10 seconds until compressed air is heard. Then the machine will reboot itself.